Manufacturer narrative:
B3: event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3166ans, UDI: (B)(4), serial: (B)(6), batch: 6912594.

Event description:
It was reported that during the patient's lead revision on 12may2025 the right occipital lead was cut. The investigation did not determine which lead attributed to this issue. The lead was then explanted and replaced.

Manufacturer narrative:
Correction d4: device information has been corrected. Correction d6a: implant date has been corrected. Correction d6b: explant date was missing from initial report.